Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lar procedure the staples were not formed. This resulted in bleeding. A clip was used controlled the bleeding. There were no adverse consequences to the pt.